Event description:
It was reported that the device could not be interrogated. The device was pacing and sensing normally as seen on a surface ECG. A "device not found" message was seen on the programmer. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the anomalous telemetry condition was confirmed. During further analysis, a por (power on reset) occurred and the condition disappeared. The root cause could not be determined.

Event description:
(B) (4)

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the anomalous telemetry condition was confirmed. During further analysis, a por (power on reset) occurred and the condition disappeared. The root cause could not be determined. The manufacturing site ID has been corrected on this report.